Manufacturer narrative:
(B)(4). Foreign, study, (B)(6). Concomitant medical products: pn: 42502607001 femur cemented cruciate retaining (cr) standard left size 11 ln: 63184306; pn: 42532007901 tibia cemented 5 degree stemmed left size g ln: 63322471; pn: 42511000610 articular surface fixed bearing cruciate retaining (cr) left 10 mm height ; ln: 63522694 pn: 42540000038 all poly patella cemented 38 mm diameter ln: 63555328. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00755, 0001822565 - 2019 - 00767, 0001822565 - 2019 - 00765 , 0002648920 - 2019 - 00118. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient reported postolateral pain approximately 13 months post initial implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). Reported event was confirmed with operative notes received. Operative records noted that the patient was experiencing post-lateral pain only with increasing activity. The surgeon noted that there were bone crumbles/bone mold in the x-ray review and stated that it should be resorbed. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the package insert, persona the personalized knee system: pain is a known adverse event of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports (corrected): 3007963827-2019-00053, 0002648920-2019-00125, 3007963827-2019-00054.

Event description:
It was reported that the patient underwent left knee arthroplasty. Subsequently, approximately 9 months post implantation, it was reported that the patient suffered postolateral pain. No further event information available at the time of this report.